Event description:
It was reported that a fortify I spacer collapsed post-operatively requiring revision surgery.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the intra-operative and follow-up imaging provided, appear to show a loss of approximately 8mm of height. It was stated that during the original surgery, the implant was removed from the patient and was repositioned. The inserter was removed and re-attached during this part of the procedure. It is possible that bone graft material or soft tissue may have been forced into the lock cavity at this time. If wedged between the lock and the lock cavity, this material may have forced the lock into an unlocked state. The exact cause of the reported issue cannot be determined.